Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15921. It was reported the pt's scs system was auto-reducing. The sjm rep reprogrammed the pt and effective stimulation coverage was obtained. Approx 1 month after the pt was reprogrammed variations in impedances were occurring and the pt is now without stimulation. The pt is to consult with his physician regarding the issue as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.